Event description:
A us distributor reported that a monitor was experiencing pulse resets.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets during pulse delivery) was isolated to defective t2 transformer on the defibrillator pca. The root cause for the defective transformer could not be positively identified. There was no adverse event that resulted from the damaged monitor.